Manufacturer narrative:
Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Staff on behalf of physician reporting rupture of left side device. Ultrasound results show "no focal lessions, solid nor cystic, nor pathological findings. No clear complication signs of the left device. No pathological findings on axillas". MRI results show "incipient rupture signs on left device". Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Additional, changed, and/or corrected data: h6

Event description:
Staff on behalf of physician reporting rupture of left side device. Ultrasound results show "no focal lessions, solid nor cystic, nor pathological findings. No clear complication signs of the left device. No pathological findings on axillas". MRI results show "incipient rupture signs on left device". Device has been explanted and replaced with non allergan device.

Event description:
Staff on behalf of physician reporting, rupture of device. Physician has further confirmed, rupture of implant. And extravasation of silicone out of the implant shell. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on posterior side assessed, as unidentified (tear) opening (shell thickness within specification). Silicone migration: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, non penetrating nick on the device.